Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, device manipulation and the patient¿s torturous aorta may have contributed to the event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported commercially, during tavr the thoracic aorta ruptured. Stent graft was inserted and the leak was sealed. Patient remains quasi-stable in the unit on vasopressors. The sheath the valve was advanced through the tortuous segment with mild difficulty and into the transverse arch. Alignment was started and it was noticed that the course of the delivery system appeared to be outside of the shadow of the aorta. At that point the patient became profoundly hypotensive and the pigtail was pulled back and angio was done revealing a ruptured thoracic aorta. CPR was started and the valve was pulled back to the aorta bifurcation. A coda balloon was placed proximal to the rupture for hemostasis until a stent graft could be prepared and the patient was supported with CPR and vasopressors as needed. The patient was shocked for vf x2 and became hypotensive. The stent graft was inserted and the leak was sealed. The valve was advanced through the stent graft and into the annulus. The pacing wire was pulled for iabp support so a 24mg adenosine bolus was given to arrest the heart to be able to implant the valve. The valve was deployed into a 90:10 position with mild leak. There was a endo leak that was post dilated and the patient was weaned off pump and transferred. Upon transfer to the unit the patient became unstable and was resuscitated. Now remains quasi-stable in the unit on vasopressors.

Manufacturer narrative:
The following report fields have been updated due to additional information received.

Event description:
The patient expired several hours after the event from continued blood loss.